Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed an update failure and subsequently would not restart, remaining on a blue loading screen despite app force-close, bluetooth re-pairing, app reinstall, and extended power-off guidance, after which a replacement ilet was shipped and the original unit was returned. Symptoms included no reported adverse clinical effects, as the user stated blood glucose was not affected. Outcomes included temporary unavailability of the device and restoration of therapy via replacement hardware. Investigation included remote troubleshooting, review of device behavior during a software update, and replacement with return for further assessment. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.